Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2010 the patient underwent midline posterior approach lumbar spine. With scar revision 6cm. L3-s1 posterior segmental instrumentation. L3-s1 decompression (partial laminectomy l3, complete l4, complete l5 and partial s1). Foraminotomies l3, l4, l5 and s1 bilateral. Neurolysis bilateral l5 nerve roots. Reduction l5 on s1 spondylolisthesis. Posterolateral bone graft-local autograft, cancellous allograft, b-tricalcium phosphate graft extender. Multilevel transpedicular bone marrow aspirations x 3. Application vitagel. Wound closure over drains. Preoperative diagnosis: lytic spondylolisthesis l5-s1, status post prior decompression, degenerative disc disease l3-4, l4-5, facet arthropathy, spinal stenosis, neurogenic claudication, and failure of conservative treatment. Per-op notes: "a standard trialing of the disc space was preformed and a 9mm allograft solid lordotic spacer placed via the left sided annulotomy at l4-5, and a 7mm allograft luminary spacer plus bmp placed at l5-s1. The annulotomies were sealed with surgiflo for hemostasis. The bipolar cautery used for hemostasis in the posterolateral gutters. The l5 screws compressed to s1, the l4 screws compressed to l5, and the l3 screws compressed in locked in place to l4. The entire wound was copiously irrigated with 3l of antibiotic impregnated saline. The decorticated l3, l4, l5 transverse process and sacral ala were then covered with a large rhbmp-2 kit to locally morselize autograft, cancellous allograft, and the beta tricalcium phosphate graft extender, which had been impregnated with bone marrow aspiration obtained from 4 of the pedicles via transpedicular route prior to placing the screws.&#55305;n the immediate postoperative period, he complained of worsening left leg pain. 20 aug 2010 the patient underwent : irrigation and debridement of lumbar wound, removal and reinsertion of right l5 screw, lateral recess decompression, left, additional neurolysis of l5 nerve root, removal of herniated nucleus pulposus at l4-5 and lateral recess decompression, wound closure over drain. Preoperative diagnosis: unrelenting, incapacitating left lower extremity pain, status post l3-s1 instrumentation fusion, partial reduction l5-s1 spondylolisthesis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.